Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A lensar distributor field svc engineer reported that nearly the end of the fragmentation procedure the pt moved and the cornea was etched.

Manufacturer narrative:
The images sent showed that the corneal etch occurred as a result of patient movement and loss of suction. This was a result of suction loss caused by patient movement as indicated in the complaint details. A distributor cas has contacted the office several times asking for the post-operative clinical follow up, but the doctor's office did not provide the information. Root cause: pt moved.